Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the rv lead revealed dislodgement. This was confirmed via x-ray imaging and was noted through examination of the electrograms. The rv lead was explanted and replaced on (B)(6) 2022. During the procedure, the rv lead was found to be detached from the lead suture sleeve. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: h6: medical device problem code should only have "2923 - device dislodged or dislocated".